Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cord on the handpiece was damaged and the wires were exposed. There was no patient involvement or patient injury reported.